Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that trastuzumab (pertuzumab) was hung as secondary infusion and backflow to the primary was observed. The pump was programmed and paused. The trastuzumab secondary clamp was opened (pump was paused), and trastuzumab dripped continuously into primary IV fluid chamber. The nurse clamped the primary line to complete the patient¿s secondary medication. No patient harm was reported.